Manufacturer narrative:
This report is related to report #3004939290-2023-03435. Complaint conclusion: as reported, two 5f mynxgrip vascular closure devices (vcd) failed. The sealant came out and didn't deploy properly. There was no reported patient injury. It is reported that the physician did not wait the full ninety seconds. The devices were not returned for evaluation; however, five sterile 5f mynxgrip vascular closure devices (vcd) were returned in their pouch for investigation. The pouches were opened, and no anomalies were found at the trays. Visual inspection of the received devices showed that the shuttles were received in their manufactured positions, the stopcocks were open and the devices were not deployed. In addition, the syringes were returned not attached. No anomalies were observed. During the functional test, the balloons were inflated/deflated, and no anomalies were observed. The sealant deployment mechanism was tested to verify the correct configuration of the devices as received. The results obtained show that there were no problems in the device deployment mechanism that could be confirmed as this could be actioned as expected by advancing the advancer tube and deploying the contained sealant. The reported events of ¿sealant misdeployment-complete¿ could not be confirmed as the devices were not returned for analysis, and the event was not confirmed through analysis of the sterile devices. The exact cause of the issues reported could not be determined. Based on the limited information available for review, handling factors of the device (the physician did not wait the full ninety seconds) possibly contributed to the misdeployment events reported, especially since there were no issues noted with the sterile devices. According to the instructions for use (IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ if the sealant is not given enough swell time, it could cause the sealant to be retracted with the device during device removal, resulting in a misdeployment. Neither the product analyses of the sterile units, nor the information available for review suggest that this event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, two 5f mynxgrip vascular closure devices (vcd) failed. The sealant came out and didn't deploy properly. There was no reported patient injury. It is reported that the physician did not wait the full ninety seconds. The devices will not be returned for evaluation but 5 five sterile devices will be.

Manufacturer narrative:
This report is related to report #3004939290-2023-03435. This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.